Event description:
Consumer complaint of high results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 07/25/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 324 mg/dl and 398mg/dl fasting. Reviewed meter memory: 398mg/dl (B)(6) 2015 07:25:00 pm fasting: no; 364mg/dl (B)(6) 2015 07:24:00 pm fasting: no; 342mg/dl (B)(6) 2015 07:23:00 pm fasting: yes; 286mg/dl (B)(6) 2015 12:03:00 pm fasting: yes; 271mg/dl (B)(6) 2015 08:10:00 am fasting: yes. Customer called in regarding a fasting result of 254mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 07/25/2015. Customer confirms the strips are stored properly and were first opened 02/28/2015. Customer performed back to back blood test, 324mg/dl and 398mg/dl fasting. Reviewed meter memory: (B)(6). Customer called in regarding a fasting result of 254mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.